Event description:
It was reported that performance data showed atrial high rate and ventricular high rate episodes with non-physiologic sensing. This was reproducible in the clinic with left arm motion. It was noted that impedances and capture thresholds were stable. It was also reported that there was a "suspected outer insulation breach on both leads" , abrasion likely as noise on both leads as well. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted automatic lead diagnostics shows ventricular non-physiological sensing counts and apparent noise in ventricular high rate episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.